Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient experienced a blood glucose over 250 mg/dl, but less than 500 mg/dl with unspecified ketones, nausea, and vomiting associated with a prime issue. Reportedly, the patient remained on the insulin pump and was treated in the emergency room with insulin via injection, IV glucose and IV fluids. During troubleshooting with customer technical support, it was revealed that the patient was not fully priming their tubing during a site change. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.